Event description:
It was reported that far p-wave oversensing was noted via remote transmission. Programming changes were recommended; device remains implanted.

Event description:
New information received notes that via remote transmission, non sustained rv oversensing due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made.

Event description:
New information received notes that non-sustained lead noise due to post-paced t-wave oversensing recurred on the ventricular channel. The patient remained asymptomatic. Additional programming changes were recommended and the device remains implanted.